Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer experienced vertigo and a loss of consciousness however, they did not receive third-party medical treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Did not observe watermark at the base of the tail. Therefore, this issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer experienced vertigo and a loss of consciousness however, they did not receive third-party medical treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented in the initial report. Section h-10 has been updated.

Event description:
A customer reported that a ¿replace sensor¿ error message was received with the adc device as a result, the customer was unable to obtain sensor readings. The customer experienced vertigo and a loss of consciousness however, they did not receive third-party medical treatment. No further information was reported. There was no report of death or permanent injury associated with this event.